Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs confirmed the reported complaint and revealed an error message (sf74) related to the software. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported complaint was due to an isolated component failure within the pneumatic block while sf74 was due to an intermittent connection with the expiratory flow sensor. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
During evaluation, the astral device failed to complete its internal self-test. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The pneumatic block was replaced to address the reported complaint. The device was serviced and fully tested before it was returned to the customer. Resmed reference #: (B)(4).

Event description:
During evaluation, the pneumatic block of an astral device was leaking. There was no patient harm or serious injury reported as a result of this incident.